Event description:
It was reported cartridge alarm 20 was reported during the loading process. There was no reported adverse impact to the customer's blood glucose level. Despite following proper load technique with assistance from technical support, the customer was unable to successfully load a cartridge, and the cartridge alarm recurred. Customer reverted to manual injections for insulin therapy.